Manufacturer narrative:
Product complaint # (B)(4). Type of reportable event: not reportable. Additional information was requested and the following was obtained: can you please clarify "gap in the staple line" ? Was the staple line incomplete? Staples were viewed to have formed a b shape. Were there malformed staples? No malformed staples. The issue was identified by the surgeon at the proximal end, when pressure was applied to staple line by way of squeezing the bowel, bowel contents were observed to leak out despite the above b-shape formed staples. Upon review of the information provided that the staples were present and properly formed, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "gap in the staple line" ? Was the staple line incomplete? Were there malformed staples?

Event description:
It was reported that during a right hemicolectomy, the surgeon reported he fires the tx60b (no noted difference in firing mechanism, pin placement etc) on the common closure of right hemicolectomy (uses tlc75 for side by side). The proximal end of the staple line appears to have a gap in staples where when squeezed bowel content was observed to come out. Surgeon oversewed extracorporeal before returning bowel and anastamosis to patient. Surgeon reports the staples at proximal end not adequate or there was a gap where bowel contents should be contained. Has had to oversew the patient. Surgeon reported he is experienced with the tx60b and is aware to lay tissue flat with no bunching. He reported there was no bunching of tissue, particularly at proximal end (away from tissue retaining pin). He had to oversew the common closure. Patient outcome:no variance from usual recovery. Action taken: oversew the staple line. 10 minutes delay.